Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's therapy "hasn't been that great" since implant, so they ordered an MRI to verify lead placement. They were checking impedances prior to the MRI and c-11 pair was showing as 2089 ohms. They stated the impedances were in range after implant and they had completed an MRI eligibility form on (B)(6) 2020, so the impedances must have been in range at that time as well. They stated it may have been a few weeks ago when impedances were first seen but they couldn't remember and didn't have exact historical values. The patient has multiple groups but the one the patient has been using isn't using contact 11. They stated therapy has "been ok" and from the impedance check, it's clear patient is receiving benefit. The tablet indicated measurement was taken at 3.0v. They manually ran impedances at 3.0v which gave measurement of 2002 ohms. They ran measurement again at 3.0v and result was 2108 ohms. The issue was not resolved through troubleshooting. It was reviewed that MRI cannot be recommended with monopolar pair over 2k ohms and that it is their medical decision to proceed with the scan at this point based on whether they feel there is a true system issue or not.